Event description:
A customer reported to baxter corporate product surveillance of clotting that occurred with a v-link luer. It had negative pressure and caused blood to come back into an unknown peripheral inserted central catheter (PICC) line after it was flushed. This occurred during an infusion of unknown antibiotics on a home-patient. The patient is a male; however, the age and medical history of the patient has not been reported. There were no additional concommitant products reported to be in use with these devices. There was no serious injury or medical intervention needed. A companion sample is available for an evaluation. The PICC line was cleared to resolve this issue. The customer inquired if this luer does have negative pressure. They also mentioned that they like to use this luer since it is nonpyrogenic. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A companion sample was returned for an evaluation and the reported issue was not confirmed. Visual inspection found no abnormalities. Additionally, the sample passed pressure and clear passage tests as well as a functional test. The assignable cause was undetermined.